Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 08-aug-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 25, 30, 35, 37 and 30 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 09/15/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 20-sept-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: defect found on returned strips: low blood readings. Reported defect not reproduced on returned meter. Product evaluation has been completed. Returned product was forwarded to r&d chemistry for root-cause. R&d investigation has been completed and root cause selected. Retention testing was performed using test strips from the same lot. Retention strip testing passed on all levels. Rc-061: storage outside specifications.